Event description:
Physician was treating a basilar occlusion. The reperfusion catheter was placed proximal to the clot. The physician attempted to place the separator and found the reperfusion catheter to be kinked near the strain relief. He could not advance the separator beyond the kink. He removed both devices, pulled a second 041 system off the shelf and completed the case successfully. No pt injury.

Manufacturer narrative:
Technical evaluation: the separator was returned lodged inside the catheter. The catheter was kinked in a single axis bend at the end of the strain relief. The incident is confirmed as reported. The separator did not fail; the catheter kinked, causing the separator to fail. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 0829 (lot # l14628). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.